Manufacturer narrative:
(B)(4).

Event description:
It was reported the right ventricular lead was capped and replaced due to fracture. The cause of the fracture is unknown. No further information is available.